Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was not put into surgery mode prior to undergoing an unrelated surgery (B)(6) 2018. The patient controller displayed an error message: " connection problem with the generator, please contact your clinician.¿ additional information revealed the patient ipg was inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective stimulation was restored post-operative and the patient is happy with the outcome.